Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged sheath tip is confirmed and appears to be manufacturing related. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a relatively large and straight longitudinal split in the distal end of the microintroducer sheath. No obvious evidence of use was observed on the sample in the returned photograph and no additional damage could be seen on the distal tip of the sheath. The lack of usage residue seen on the sample in the returned photograph as well as the shape and location of the large split observed in the sheath tip suggest the sheath was damaged prior to use and may have been damaged during the manufacturing process of the sheath.

Event description:
It was reported that the introducer was split at the proximal end, unable to be delivered into the body of this patient. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr0124 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regr0124) have been reported from the same facility in china.

Event description:
It was reported that the introducer was split at the proximal end, unable to be delivered into the body of this patient. It was reported this occurred with two devices. This report addresses the first device.